Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right ventricular (rv) lead exhibited increased threshold measurements, loss of capture (loc) and high out of range pacing impedance measurements greater than 2,000 ohms. Pacing impedance measurements were noted to be stable at 230 ohms with appropriate capture once the lead was programmed to unipolar configuration. Subsequent information was received that the device was later explanted and replaced 5 years later for reported normal battery depletion. No adverse patient effects were reported.